Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Absence of v egm in uni and bipolar. No capture in bipolar. The v threshold is 1.25v in unipolar. Lead impedances observed are low, however values are still within the normal range (>200 ohm). The patient was scheduled for another follow-up in 1 month.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Absence of v egm in uni and bipolar. No capture in bipolar. The v threshold is 1.25v in unipolar. Lead impedances observed are low, however values are still within the normal range (>200 ohm). The patient was scheduled for another follow-up in 1 month.